Manufacturer narrative:
The manufacturer was previously made aware of a ventilator inoperative condition. The patient's oxygen saturation decreased. The patient was manually ventilated until they were placed on another device. During the evaluation of the device at the manufacturer's service center, the error log indicated that the blower motor had failed. Testing was performed but no anomaly was found. The blower assembly and system pca were replaced preventively. The device passed all tests.

Event description:
The manufacturer was made aware of a ventilator inoperative condition. The patient's oxygen saturation decreased. The patient was manually ventilated until they were placed on another device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.